Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to unknown reasons. Cuff was replaced. Additional information was received. The tissue atrophied around the cuff. Replaced with a smaller cuff.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to the tissue atrophied around the cuff. Replaced with a smaller cuff.